Manufacturer narrative:
The tech found the brake casters were worn out. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2014. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Ll-rom received a report from the account stating the brakes were not holding. The bed was located on 4th floor medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).